Event description:
It was reported via repair work order that the nurse call cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported via repair work order that the nurse call cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.